Event description:
On 07/08/1997 the account reported a false negative result for bhcg. The initial result obtained was 0.41 miu/ml which was reported as negative. The physician questioned the result and the sample was repeated by the account. A retest result of 63,000 miu/ml was given. No further information has been has been provided by the account. No report of injury.